Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2022. On the same day the sensor was inserted, the patient developed pain, redness, and an infection under the sensor pod. The patient was evaluated by a healthcare personnel (hcp) who prescribed an unspecified oral antibiotic. However, the infection persisted, and a different unspecified oral antibiotic was prescribed. The site healed after the second course of the unspecified antibiotic. The patient is no longer able to use that extremity for sensor insertions. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).